Event description:
New information received indicates that the patient presented in the clinic. It was noted that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to over-sensing. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient received inappropriate shock by the implantable cardioverter defibrillator (ICD). No further information was provided.